Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they stopped using their byte aligners per their dentist recommendation due to significant gum recession on their bottom front teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.